Manufacturer narrative:
On 12-sep-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 6-nov-2024, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a preface® guiding sheath with multipurpose curve and after the right atrial (ra) cavotricuspid isthmus (cti) ablation, the hemostatic valve was damaged when the qdot catheter was removed, and reverse blood was observed. Blood return only amounted to 'a few drops'. The issue was noted 4 hours after the start of the sheath use, after cti ablation. The issue was resolved by replacing the preface sheath. The hemostatic valve itself was not broken. No patient consequences were reported. Device evaluation details: the product was returned to johnson & johnson medtech for evaluation. It was sent to cordis for further investigation. Visual and dimensional and microscopical analyses of the returned device were performed following johnson & johnson medtech procedures. Visual inspection of the device revealed the brim cap detached. This component was not returned for analysis. No other anomalies were observed. Dimensional inspection was performed, this resulted within specifications. A microscopical inspection did not revealed damages on the hub area. DHR review: a device history record evaluation was performed for the finished device number 18277327, and no internal actions related to the complaint were found during the review. The hemostatic valve issue reported by the customer was confirmed as brim cap detachment was detected during analysis. The potential cause of the brim cap detached cannot be determined. The product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a preface® guiding sheath with multipurpose curve and after the right atrial (ra) cavotricuspid isthmus (cti) ablation, the hemostatic valve was damaged when the qdot catheter was removed, and reverse blood was observed. Blood return only amounted to 'a few drops'. The issue was noted 4 hours after the start of the sheath use, after cti ablation. The issue was resolved by replacing the preface sheath. The hemostatic valve itself was not broken. No patient consequences were reported.